Event description:
As reported: patient had extreme lower extremity weakness. Came to the ed and was found to have a uti and mssa bacteremia. Pt in the cath lab today for total system extraction of current system and abandoned/capped leads. This is a similar event MDR 2183787-2021-00015.